Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient is dissatisfied due to the device "freezes, retracts and take 2 hours to thaw". It was also indicated that the patient has "really bad headaches, pain and discomfort in cold weather", that the cold "permeates through the clothing" and that there is "abnormal excessive contraction" of the penis. A revision surgery has not been determined at this time. Additional information has been requested. Related to MFR report # 2183959-2013-00718.